Manufacturer narrative:
As reported, when opening a 6f/7f mynx control vascular closure device (vcd), the slit at the tip was deeper than usual, causing the sealant to be exposed. Therefore, a new mynx device was opened, and the case was completed without issue. There was no harm to the patient. The product was not used in the patient body, and the incident occurred immediately after opening. The deployer¿s mynx training had been completed. The device was stored and prepared according to the instructions for use (IFU), and it was carefully removed from the packaging in the usual manner. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during the visual inspection, including the presence of a frayed/split/torn condition on the sealant sleeves. Additionally, the sealant was observed to be partially exposed. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was partially exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, as this condition was reportedly noted when opening the device, storage factors and/or handling of the device during preparation possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when opening a 6/7f mynx control vascular closure device (vcd) the slit at the tip was deeper than usual, causing the sealant to be exposed. Therefore, a new mynx device was opened and the case was completed without issue. There was no harm to the patient. The product was not used in the patient body, and the incident occurred immediately after opening. The deployer¿s mynx training had been completed. The device was stored and prepared according to the instructions for use, and it was carefully removed from the packaging in the usual manner. The device is being returned for evaluation.